Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of provided photo confirms tasp is fractured. The device history records were reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that a left gh poly tasp was found broken in the spd while being disassembled for cleaning after a case at treasure coast center for surgery. No patient involvement.